Event description:
It is reported that the pt received a durom acetabular component 58/52, right side on (B)(6) 2004. On (B)(6) 2012, the pt underwent revision surgery due to unk reason.

Manufacturer narrative:
The MFR did not received devices, x-rays, or other source documents for review. Based on an extensive investigation of events reported for several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the (B)(4) as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008 as correction z-2415/2426-2008. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).